Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The surgeon indicated the patient was unable to neuro-adapt to the lens. The patient indicated everything seemed blurry and there was glare even though vision tested at 20/20. Information was provided that the ccwtt0, 21.5 diopter (add power +2.17/+3.25) lens was replaced with a non-company 22.0 diopter extended depth of focus lens. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a planned explant with patient experiencing glare, blurry vision and halos. Additional information has been requested and received stating that the patient could see the lines on the vision test when we checked him for both distance and near but kept saying everything seems blurry and there was glare even though his vision tested at 20/20. The lens had been exchanged for a non company lens in a secondary procedure. The multifocal lens caused glare and halos that the patient was unable to neuroadaptive to so yes, patient was aware of these risks. There was no further impact to the patient. Surgeons prognosis was noted to be great.